Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient said their implant battery is completely charged. When they recharged it the ins battery had been at 40 percent but they have not been able to "program their therapy" in like 3 weeks. They have "no therapy on right now." The patient said they had called previously but had not been able to get through. The patient was assisted to try and synch with their ins. The handset found the communicator and they got the message: "search for device." They reported seeing: no device found, when they placed the communicator against their ins. They were assisted to reposition and disconnect from wifi and try again but still reported no device found. The patient restarted their handset, tried again and reported: no device found. The patient was currently in the hospital and could not move away from other electronics. They think the issue is their communicator and said they think it is an "old thing they recycled and does not work." The patient said it was really upsetting and that this has been a nightmare for them because they have been trying and it does not work. They can feel the shape of the stimulator under their skin and there was a google notification showing on their handset. Mobility was conference to try and eliminate the google notification but the patient was unable to get a wifi connection to remove the message from the handset. It was reviewed that the problem of connecting to their ins and the google notification are 2 different issues and that their handset/ communicator should technically be able to connect to their ins if their ins is fully charged because they can connect to one another. The patient reported they wish they had never done interstim and asked if someone could go to their home to help them. Manufacturer representative (rep) contact information was reviewed. A new communicator was sent to the patient to see if that would resolve the issue. It was recommended reporting the issue to their doctor if the replacement communicator does not resolve the issue. The issue was not resolved through troubleshooting. The patient reported the reason they were in the hospital was not related to their stimulator but their stimulator was giving them a lot of stress. Additional information was received from the patient. They reported that they are trying to connect the communicator and handset to the stimulator and they need help. Walked caller through the steps and they got a por. Patient was asked when the last time they recharged their implant and they said sunday and then they couldn't get it going. Patient was asked when this issue started and they said over four weeks ago. They finally called two days ago and was sent a new communicator. Patient was able to connect and clear the por. Patient turned on stimulation and increased her stimulation to where she could feel the stimulation.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the cause of the no therapy on right now had not been determined, they were waiting for a callback, it had not yet been resolved. Replacing the communicator did not resolve the issue. The cause of the por remained unknown. They further noted they replaced the communicator, but the battery does not charge.